Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. An additional PMA/510(k) is listed as k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ultrasafe x100l png clear nvs stein experienced breakage and leakage during use. The customer reported, "patient stated he got a damaged syringe. He said when he went to inject it snapped into itself and the plunger part came apart and the medication came out the other end¿.

Event description:
It was reported that the ultrasafe x100l png clear nvs stein experienced breakage and leakage during use. The customer reported, "patient stated he got a damaged syringe. He said when he went to inject it snapped into itself and the plunger part came apart and the medication came out the other end¿.

Manufacturer narrative:
Investigation: neither sample nor photo was provided to bd medical: pharmaceutical system (bdm-ps) for analysis. Batch is unknown so a DHR can't be performed. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration.